Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 251 mg/dl and 186 mg/dl, (does not meet the lifescan criteria for precision) the pt did not receive medical attention. The customer care rep performed troubleshooting and twice the control solution test was not within range. Based on the info obtained from the pt, control solution test not within range, there is indication the product malfunctioned.